Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim, gastroin testinal/pelvic floor, and fecal incontinence. It was reported that the patient was feeling an electrical shocking sensation in the left buttock and the sensation was in the wrong location and should be in the rectum area. These issues started the day after implant on (B)(6) 2016. The patient had contacted her healthcare professional¿s (hcp) office and they told her the sensation was normal. After the implant surgery she had a meal and later on had diarrhea that night and the following day. She had turned the stimulation down so she would not feel the shock but did not think it was working. It was confirmed that currently her stimulation was on and was comfortable. The patient further confirmed now that she had given it some time she was feeling stimulation in the rectum area and was currently feeling receiving 50% or more in symptom reduction.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that her diarrhea was better, but had not been resolved. She just had four new programs uploaded to her device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.